Manufacturer narrative:
Internal complaint reference: case-(B)(4). Andrés, p. J. V., ruiz, m. J., hernández, j. T., serra, j. T., marsá, j. S., porcel, v. J. A., ... & garcía, v. M. (2021). The inverted vancouver c fracture. Case series of unstable proximal femur fractures above a knee revision stem treated by short cephalomedullary nail and lateral submuscular overlapping plate. European journal of orthopaedic surgery & traumatology, 31(1), 193-198. Doi: https://doi.org/10.1007/s00590-020-02738-8.

Event description:
It was reported that on literature review "the inverted vancouver c fracture. Case series of unstable proximal femur fractures above a knee revision stem treated by short cephalomedullary nail and lateral submuscular overlapping plate", one patient had a major complications after being treated with an intertan internal fixation system for a femur fracture. The patient suffered from pulmonary embolism, which was treated with anticoagulation treatment and from a septic cholecystitis, which required intensive care management and abdominal surgery (cholecystectomy). The fracture consolidated in a period of 6-10 months, and at that point, the patient was pain free and able to walk.

Manufacturer narrative:
H11: the information received by the manufacturer has been re-evaluated for mir reporting and it was determined that this case does not meet the threshold for reporting. It has been confirmed by the author of the study that the use of the smith and nephew devices did not directly or indirectly caused or contributed to any of the complications / adverse events described. This event is considered not reportable pursuant to pursuant to 21 cfr §803.